Event description:
It was reported that one week post implant, left arm deep vein thrombosis (superficial thrombophlebitis) was observed. Patient complained of pain and heaviness of left arm. Patient was treated with blood thinner for 6 weeks and the thrombosis was resolved with no reoccurrence. Patient is doing well.